Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. The customer thought that the settings on the pump may be incorrect. The customer has indicated that she has reached out to a healthcare provider, but has yet to speak to him. The customer declined tandem technical support's offer to troubleshoot for the fluctuating bg level.